Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert. Rv lead integrity alert (lia) warning occurred for increased sic count and rv lead impedance variation in last 60 days on (B)(6) 2015. Rv pace lead impedance was 1140 ohms on (B)(6)2015. Sensing integrity counts went up to 70 (within 3 days) along with high rate-ns episodes and evidence of oversensing on (B)(6) 2015. Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient came to a device check after an alarm triggered due to noise and increased right ventricular (rv) lead impedance with the true bipolar tip-coil configuration. The physician changed the polarity and would monitor the patient for a month. Two weeks later, an alert triggered and a device check was conducted. Increased rv lead impedance and high sensing integrity counter (sic) were noted along with noise and episodes of non-sustained ventricular tachycardia. It was noted that there was no noise confirmed with changes in position of the patient. It was suspected that there was a lead fracture. Since no shock therapy had been triggered, the physician turned off all therapies. The patient later underwent an x-ray test and a noise check. Pacing threshold and sic had increased and noise was seen by pressing the connector implant site. It was noted that the physician suspected a loose pin. During the revision procedure, there was no noise when the pocket was opened and the lead was being extracted. When the sleeve and other sites were exposed to extract the lead, noise occurred and reproducibility was confirmed. The lead was outside and bent at the insertion site and believed to be the cause of the incomplete lead fracture. It was confirmed that there was no loose pin. The lead could not be extracted so it was abandoned and replaced with a new lead. No patient complications have been reported as a result of this event.